Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that they were attempting to place the catheter in the pt's femoral who was septic. During insertion, they were threading the spring wire guide (swg) and it became kinked. As a result, everything was removed and a new kit was opened. Reference MDR #1036844-2011-00174 for the second event involving the same pt.